Manufacturer narrative:
(B)(4). The devices were not returned for evaluation by the manufacturer, however films were supplied for review. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the patient underwent a l4-5 spinal surgical procedure. It was found 4 months post op that the patient had four broken screws. The patient reported having pain. The patient underwent a revision surgery 6 months post-op to have the screws removed and replaced. No additional patient complications were reported.